Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported there were four days of both bolus records and basal records missing from the history and three days of the total daily dose records missing from the history. It was reported that the basal history was not matching the programmed basal rates. There was no indication that the product caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump histories confirmed the user was manipulating the time /date and delivering boluses between time date changes. The pump history appears to be inaccurate due to the user manipulating the time/date. The pump successfully completed a rewind, load, and prime sequence. The pump passed all required testing for history recording and passed delivery accuracy testing with no defects found.